Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a broken ion-selective electrolyte (ise) tubing which caused bubbles in the reference block. The fse replaced the ise tubing to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of inconsistent sodium (na) patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics. The customer states that the sodium results ranged from 160 mg/dl to 197 mg/dl.